Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge/hardware tests and unit passed. The air compressor will be removed and replaced during repair process. No other problem found.

Event description:
The following has been reported: the reported problem is "error pump problem service needed". Customer reported: "no patient harm has been reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.